Event description:
A pt sample gave zero results for bun, uric acid and co2. The results were normal when repeated. The incorrect results were not used to guide therapy. The field svc rep found defective st1 and st2 chain cables and repaired the instrument by replacing the cables.